Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The actual device batch number associated with this event is not known. The possible batch numbers are reported as follows: uambpt or ubmsab. D4, lot: uambpt; UDI: (B)(4) or d4, lot: ubmsab; UDI: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device evaluation pending this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The device upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested, and the following was obtained via: -qty to be returned of ip-02088889: 1 => 2 -qty of product involved of ip-02088889: 1 => 2. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. D4: full UDI currently unavailable since the exact lot of the suspected device cannot be determined.

Event description:
It was reported that a patient underwent a urological procedure on (B)(6) 2024 and suture was used. During the procedure, it was reported by a sales rep that, during an unknown urological surgery, when used for a case of a robot, the suture was broken a choppy. Lot number - uambpt or ubmsab - unknown if this is the correct lot number. It was not a control release needle. No adverse patient consequences were reported. Additional information was requested.